Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath was kinked at the nosecone. No damage was noticed on the mid-shaft. The stent was returned inside the device and was partially deployed approximately 3.5mm from the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Review of the manufacturing records for batch 20885854 confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 7 x 40 x 130 innova stent was selected for an abdominal angiogram with runoff/superficial artery intervention in the superficial femoral artery (sfa). During preparation, the stent package was opened and it was noted that the stent was partially deployed. The device was loaded on the wire and it was noted that the struts of the stent were advanced to the shaft of the catheter. The device was taken off the wire and not used. The device did not go in the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 7 x 40 x 130 innova¿ stent was selected for an abdominal angiogram with runoff/superficial artery intervention in the superficial femoral artery (sfa). During preparation, the stent package was opened and it was noted that the stent was partially deployed. The device was loaded on the wire and it was noted that the struts of the stent were advanced to the shaft of the catheter. The device was taken off the wire and not used. The device did not go in the patient. The procedure was completed with another of the same device. There were no patient complications reported.